Event description:
The customer contact reported sparks. It was reported that prior to pt use, when the nurse plugged the ac power cord into ac power, sparks were noted at the back of the device. There were no reported adverse effects to the nurse. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received without the ac power cord and battery. Testing and investigation found that the ac receptacle was charred with burn marks. The probable cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.